Event description:
It was reported that this right ventricular lead sensing portion was surgically abandoned and replaced due to high capture thresholds. All other measurements were within range. The shocking portion was left in-service for therapy. No additional adverse patient effects were reported.